Event description:
Hill-rom received a report from a hill-rom tech stating the alleged the scale was inaccurate by 10 pounds. The bed was located at the account in se 1. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the bed's scale not working correctly due to the scale being out of calibration. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech calibrated the scale to resolve the issue. Based on this info, no further action is required.